Manufacturer narrative:
MDR 1218996-2017-00041 addendum. User notified magellan to indicate results were "not matching up". The dates for these tests are on or around (B)(6) 2014. Patient 1 (sample 1): on leadcare ultra analyzer [not reportable] samples run immediately after preparation in treatment reagent, in ug/dl: 2.1 sample results after being held in treatment reagent for 24 hrs and tested, in ug/dl: 6.3 and 4.2 sample results after being held in treatment reagent for 48 hrs and tested, in ug/dl: 4.7. Patient 1 (sample 2): on leadcare ultra analyzer [not reportable] samples run immediately after preparation in treatment reagent, in ug/dl: 2.3 sample results after being held in treatment reagent for 24 hrs and tested, in ug/dl: 4.7. Patient 1 (sample 3): on leadcare ultra analyzer [not reportable] samples run immediately after preparation in treatment reagent, in ug/dl: 2.7 sample results after being held in treatment reagent for 24 hrs and tested, in ug/dl: 4.4. After further investigation, it has been determined that the reported blood lead sample data above was produced by the leadcare ultra instrument only. The samples were never re-tested using a standard reference method to get a "true" sample level, as a result there was no confirmation as to the inaccuracy of the results and in accordance with our MDR decision tree these results would not be considered reportable. Comment: same device kit from customer could not be used. The lot 1404au materials were from magellan inventory. The customer's inventory was exhausted. Late filing is part of magellan diagnostics, inc. Response to FDA's 483 issued on 29jun2017. (B)(4).

Event description:
1218996-2017-00041 addendum blood/treatment reagent mixtures tested with leadcare ultra produce results at time t=0 that are lower than when the mixture is held and then tested at t=24, and t=48.